Event description:
Review of the post market surveillance surveys, "mild debris noted from 4 in 1 block."

Manufacturer narrative:
This event relates to a malfunction with the femoral kit, not tibial. The femoral kit was previously reported under 0002249697-2014-02382.

Event description:
Review of the post market surveillance surveys, "mild debris noted from 4 in 1 block."

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 5555-232x tibial kit. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.